Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This lead was returned to our post market quality assurance laboratory with the helix mechanism in visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead presented poor threshold measurements. The screw was extended and retracted on several occasions to find the perfect position, but it was unsuccessful. Later on, a kink on the lead was suspected during the guiding. Therefore, the lead was never in service and was replaced with a new one. The procedure was completed successfully. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented poor threshold measurements. The screw was extended and retracted on several occasions to find the perfect position, but it was unsuccessful. Later on, a kink on the lead was suspected during the guiding. Therefore, the lead was never in service and was replaced with a new one. The procedure was completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.